Event description:
The customer alleged damage to their arthroscope. The camera lens became hazy and the plastic on the camera head melted off. The plastic on the cord also melted off. The device melted in the container. The scope manufacturer suggested the customer the use sterrad unit instead of a stream sterilizer to prolong the life of the devices. There were no patients involved or injuries reported. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Damaged device - capital equipment, evaluated at customer site. The fse reported the melted scope had been processed through the unit. The fse performed a system verification on the sterrad nx unit and ran an empty standard cycle. Reference MDR: 2084725-2009-00149.